Event description:
It was reported she was unable to establish communication with her ipg using her scs programmer. She observed a "no ipg telemetry" error message. A replacement scs programmer was unable to resolve the issue. Longevity calculations were done and determined the ipg had prematurely depleted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.